Manufacturer narrative:
The cause for the reported condition could not be confirmed as the unit was returned damaged. The damage was attributed to mishandling of the subject device after use. For this reason, co could not reliably determine the exact cause for the difficulty reported.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the device did not cut properly. The surgeon applied another device without patient injury.